Event description:
Healthcare professional reported a device was not implanted due to "had a crease that would not pop out when filled¿ and ¿after manipulated manually it popped out¿, ¿surgeon was worried that area might be a weak spot so wanted it returned¿. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, no irregularities observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.